Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remains in service, however device replacement is anticipated. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. The patient is scheduled to be discharged from the hospital on (B)(6) 2022. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remains in service, however device replacement is anticipated. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. The patient is scheduled to be discharged from the hospital on (B)(6) 2022. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode. This pacemaker remains in service, however device replacement is anticipated. No adverse patient effects were reported.